Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic pulmonary valved conduit in a pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an 8 years 2 months post implant of this bioprosthetic pulmonary valved conduit in this pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.